Event description:
It was reported that five months after receiving the contigen implant, the patient went into urinary retention. Upon examination, the doctor observed a huge inflamed abscess in bladder neck and urethra that had to be drained. Called office in 2002 to determine patient's prognosis. Office staff had no information. Additional information has been requested via inquiry but has not been received.